Event description:
The MFR's rep reported the pt had been successfully trialed at approx 200mcg/day. After the implant, pt received no benefit from the drug therapy. A revision to the catheter was done. The pt is again receiving minimal if any benefit from the drug. A volume discrepancy was noted. A rotor study is planned.